Event description:
It was reported that during an unk procedure, the display showed instrument error. During cleaning, the active blade was broken. No further info is available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.